Manufacturer narrative:
(B)(4). Additional analysis information the regions around the package seal were analyzed using an ftir spectrometer. The ftir can identify organic compounds by passing an ir beam into the sample and measuring the wavelength of the light that is absorbed by the material. By comparing the spectra, a comparison can be made based upon the relative absorbance and reflectance across wavelengths, corresponding to various functional organic groups and bonds at known frequencies. Summary: the ftir spectra for the delaminated areas show very little to no difference between the base materials (tyvek, petg) and the areas in question. There are extremely slight differences in the delaminated areas which possibly could be indicative of an aliphatic hydrocarbon, however, this might be variation in the base materials themselves and/or the adhesive. There does not appear to be any solvent or contamination beyond this, however any volatile material could have dissipated by the time of analysis.

Manufacturer narrative:
(B)(4). Packaging one primary package was received with no sales unit carton. The device was returned with the primary package previously opened. The tyvek was separated from blister. Further visual inspection indicated that there were transparent areas on the seal, confirming that seal void was present. The reason of the seal void is unknown and under investigation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during an unknown procedure, before use on the patient, it was noted that the blister was open and it looked like the "glue" was not okay. Procedure was completed with same like device. There were no adverse consequences to the patient. One device will be returned. No further information is available.